Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had an audio anomaly on the insulin pump. The audio on the device is set to level 2. The tones on the device would either be too loud or would not work at all. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The device did not pass the self-test. The device alarmed a hardware low level failure. The device will be returned for analysis.

Manufacturer narrative:
No vibration anomalies noted during testing. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/absence of alarm anomalies noted during testing. Hardware low level failures(variable 3) was present in the pump trace download due to broken trace at pin 6 (sda) on keypad assembly.